Manufacturer narrative:
An olympus technical assistance center (tac) representative was onsite. And instructed the customer to test three different scopes with the device. The issue wasn't duplicated with the three different scopes. Tac advised, the customer that cleaning the device's gold contacts with alcohol would be a good idea to clear out any residue if this issue occurs again. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center showed a scope communication error (b30). It was not confirmed, when this event took place. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The root cause of the suggested phenomenon could not be further presumed, as the subject device was not returned for evaluation, and no further information was available regarding this investigation. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.